Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer's blood glucose level was 342 mg/dl because the customer did not know how to perform with the load process correctly. Tandem technical support assisted the customer with completing the load process, resuming insulin delivery, and administering a correction bolus. The customer followed up and indicated their blood glucose level had stabilized and were in a normal range.